Event description:
It was reported that the lead exhibited noise and the patient received inappropriate high voltage therapy. An x-ray confirmed that the lead had not dislodged, and the noise could not be reproduced. The patient would be monitored.

Manufacturer narrative:
Na

Event description:
Additional information notes the lead continued to have episodes of noise. The device was removed and replaced.